Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a vibrator anomaly. He stated he had set his insulin pump to vibrate, but it does not vibrate. He also stated he was having low blood glucose of 74 mg/dl and his insulin pump did beep to alert him. The customer also reported that when he rewound his insulin pump, there was no notifications found. The customer's blood glucose was unknown. Troubleshooting found the customer's insulin pump did not vibrate during the vibrate test. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken vibrator wire. No unexpected low predicted alarm or back light anomaly was noted. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip and minor scratches on the display window.